Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The customer's blood glucose reading was 441 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was also stated that the customer had been treating with an insulin pen, and his blood glucose levels remained elevated. Advised the mother about the possibility that the insulin may be denatured. Nothing further was reported.